Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with plastic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the dilation was performed it was noticed that the black piece on the catheter detached inside the patient. Reportedly, the detached piece was retrieved with a snare and a plastic stent was then placed. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.